Event description:
It was reported the leads were explanted and replaced due to infection. There were no lead issues reported and no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; partial lead in segments returned and analyzed. Blood/body fluid was present on all conductors. Partial lead in segments. (B)(4) no anomalies found. The proximal conductor had blood, outer insulation melted. Partial lead in segments was returned and analyzed. (B)(4) no anomalies found. The proximal conductor distorted and blood on proxmial conductor. The medial segment of the lead was returned and analyzed.